Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer 2.1 was failed with device not detected on bus error. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure. A field service engineer replaced the drawer 6 pyxis bus cable on the main medstation as the wire was exposed and a black spot was noted and then initiated the final test for half height drawer 2.1 via the hardware test application, which passed successfully, and the hardware error was cleared upon reboot. The system functioned as intended after the field service engineer repaired the device.